Event description:
It was reported that the stent foreshortened from 170 mm to 100 mm. A second stent, 80 mm long, was successfully deployed. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).